Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and services over time and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during instrument inspection portion of the sterile processing department reprocessing, it was noted that the k-wire driver was not properly gripping the k-wires. It was also noted that the double drill sleeve was inspected and the drill bits would not properly pass through the sleeves due to damage. During an in-house engineering evaluation, it was determined that the device unit would not grip the 0.6mm wire. It was also noted that the unit was not running smoothly and failed the untrue running check, general condition, self holding check, smooth running check due to excessive vibration, clamping range check, the coupling shaft and bearings were corroded, worn and corroded guide sleeve and stop ring and worn clamps. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.